Event description:
It was reported that while resecting during a da vinci s hysterectomy procedure, the fenestrated bipolar forceps instrument tip broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one instrument grip broken off near the top of the yaw pulley. The broken grip appears to be bent slightly backwards when the fracture planes are matched up, indicating that the damage may have been caused by mishandling. No other damage was found.